Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via telephone call that the customer was hospitalized due to high blood glucose. She had a high blood glucose 200 mg/dl the night before, treated with the insulin pump and woke up with a blood glucose 567 mg/dl. The customer was taken to the hospital and treated with manual injection. The blood glucose reading was 700 mg/dl at the time of admission. She was wearing the insulin pump at the time of the event and it was removed at the hospital. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.